Event description:
The customer called in to report that they were receiving a button error alarm on their insulin pump. The customer's blood glucose level was 116 mg/dl. The customer stated that the pump was exposed to sweat and that she was unable to clear the alarm. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The pump had no button response due to corroded keypad traces. No moisture damage on the electronics noted. The pump had minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and missing end cap sticker.